Manufacturer narrative:
A boston scientific technical services consultant discussed rhythm ID with the caller and assisted the caller with programming options. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient received four inappropriate shocks but a review of the egms showed the episodes had been overwritten. The caller reported fifteen total episodes from today. Other episodes showed atrial fibrillation (af) with rapid ventricular response. Additionally, the atrial lead impedance measurements were greater than 2000 ohms and some noise was noted on the atrial channel. The patient reported that there was some problem when they were trying to connect the atrial lead to the device and therefore, the device had previously been programmed to vvi configuration. No adverse patient effects were reported.